Event description:
According to the physician, there were no procedural complications. Post procedure, the patient reported side effects due to pain medication and contracted a urinary tract infection (uti). During follow-up 6 weeks post procedure, the patient reported that she felt great. The physician noted no issues with the device. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.